Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0ahln, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: program,mer, patient. (B)(4)

Event description:
The consumer reported that the patient's bladder had backed up and was in pain and the patient mentioned the use of a catheter. The patient was able to synchronize the programmer with their implantable neurostimulator (ins) and adjust the stimulation from 1.5 to 1.8 or 1.9, which they could feel. The patient would be peeing soon. The patient received assistance from their doctor or manufacturer representative and their concerns were resolved. The indication for use for this patient was gastrointestinal/pelvic floor.